Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-0348 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No issue found that would have contributed to the patient's low bg (blood glucose) levels.

Event description:
The patient¿s mother reported while her son was playing basketball his blood glucose dropped below 40 mg/dl so his father treated him with carbohydrate (carbohydrate count not reported) but was not able to bring his bg levels up. The paramedic was called and upon arrival his heart rate was elevated so they rush him to the hospital. At the hospital they diagnosed him with hypoglycemia and they continue to monitor his condition. No further treatment was given at the hospital. At 7:20 he was released from the hospital with his bg reading in the 200¿s mg/dl and that his heart rate had return to normal range.